Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for post operation follow-up. Upon device interrogation, the right atrial lead exhibited variable pacing impedance. Provocation testing was performed; the impedance value changed depending on the position of the patient. The lead was explanted and replaced successfully. The patient was doing well post procedure.